Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was that this right ventricular lead exhibited high out of range pace impedance measurements. This lead was attempted to be repositioned, but out of range measurements were once again recorded. Technical services discussed possible causes for the high measurements. The lead was again repositioned and all measurements were within normal limits. This lead remains in service. No adverse patient effects were reported.